Event description:
A customer reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance by guiding the customer through a pump reset process, which resolved the issue as the cgm error code did not reappear. The customer was advised to wait 20 minutes before starting their sensor session, and they understood and acknowledged the instructions.